Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient was hit by a truck on the left side of his body in (B)(6) 2017. The pump was on the left side of the patient¿s body. It was indicated that the pump moved after the accident in (B)(6) 2017. The date (B)(6) 2017 is considered an approximate date of event (month and year known only). No patient symptom was reported. The patient was to follow up with their healthcare provider to have their pump checked. The patient¿s managing physician was requested; however, it was indicated the patient did not currently have a managing physician. Physician listings were provided as requested at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was clarified that the circumstances that led to the pump having moved was regarding being struck by an automobile on the left-hand side. The patient had notified their physician at the veteran¿s home regarding the pump having moved following an accident. The patient¿s new healthcare provider/managing physician name and contact information was provided. It was indicated that no steps were taken to resolve the pump having moved and that the physician continues to monitor. The issue regarding the pump having moved was further indicated as having resolved. An x-ray / diagnostic imaging was performed on (B)(4)2017. A copy of the diagnostic imaging report was provided. As per the report provided, three views of the abdomen were submitted and there was a battery pack and port involving the soft tissues of the abdomen to the left of midline. There was a thin catheter extending to the mid lumbar spine. The catheter extended superiorly; the tip appeared to be at the disc space for t11 and t12. The report further indicated that visualized bowel gas pattern was non-specific. Regarding the impression, it was noted that the pain pump positioning on the left with the catheter positioned so that the tip overlies the t11-t12 disc space. The patient ¿s weight at the time of the event was requested but was not provided.